Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced diabetic ketoacidosis as well as hyperglycemia. The customer¿s blood glucose level was unknown. Customer also mentioned that they had been experiencing multiple high and low blood glucose levels due to the insulin pump and stated that they had brittle diabetic and that their health care professional had been trying to work on their basal rates and bolus wizard settings to try to resolve these issues. It was unknown that the customer was using auto mode feature at the time of high blood glucose level. The device will not be returned for analysis.